Manufacturer narrative:
Visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon attempted to inset an aq2010v silicone three-piece lens, but one haptic bent prior to being insertion ther was no patient contact.